Event description:
It was reported that the rv lead was explanted due to questionable impedance measurements on the high voltage coils. No patient complications were reported as a result of this event.